Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a knee arthroscopy, after placing the ultrabutton behind the cortex, the loop reduction was begun to advance the graft up through the tibial tunnel. The graft was stuck at the exit of the tibial tunnel, while entering the joint and a lot of resistance was felt while trying to advance the graft. As the surgeon kept pulling, the graft suddenly advanced to the femoral tunnel but simultaneously snapped the reducing white suture. The loop could not be reduced any further and the graft couldn¿t be advanced further. The procedure was completed with the same device. There was a significant surgical delay greater than 30 minutes and no further complications were reported.